Manufacturer narrative:
Section d8: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the account reported that the patient was non-compliant and disconnected their pump cable and modular cable multiple times. Review of the submitted left ventricular assist device (lvad) log files revealed pump resets which appeared to be consistent with the reported event. Analysis of the submitted log files also revealed controller clock corrupt alarms due to the system controller¿s clock having been reset to the default timestamp of jan2000. The lvad clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop; however, the onset of the event was not captured in the submitted files. No other notable events were captured, and the pump appeared to operate as intended. It was communicated that the patient did not experience any serious injury from the disconnections and there had been no alarms that would have caused/contributed to the patient needing to disconnect their driveline. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 2 of the IFU and section 2 of the patient handbook warns the user that ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ the patient handbook further explains that the pump cannot run without power. Section 6 of the IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was noncompliant behavior in a patient with a heartmate3 left ventricular assist system (lvas). The patient was reporting arbitrary disconnection of pump cable and modular cable for several days and subsequent arbitrary connection. The log files were submitted for review. The time period of the event was not able to be understood, as the system controller was reset. Both the periodic and event files captured system controller clock corrupt events, usually caused by a total loss of power to the system. Thee reported driveline disconnect was not seen in this log file. The system controller clock was reset on (B)(6) 2024 at 8:11:23 due to the driveline being disconnected by the patient.